Manufacturer narrative:
Conclusion: other for anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with a stroke and was symptomatic of an occluded basilar artery. The physician encountered difficulty accessing the basilar artery through the left vertebral artery but was able to successfully perform angioplasty and implant a stent. A dissection was noted in the left vertebral artery. The physician stated "the dissection was not related to the balloon or the stent. They physician said the patient had a great angiographic outcome and felt the dissection was caused by the occluded artery." The patient died shortly after the procedure. No other information was provided.

Event description:
The patient presented with a stroke and was symptomatic of an occluded basilar artery. The physician encountered difficulty accessing the basilar artery through the left vertebral artery but was able to successfully perform angioplasty and implant a stent. A dissection was noted in the left vertebral artery. The physician stated "the dissection was not related to the balloon or the stent. They physician said, the patient had a great angiographic outcome and felt the dissection was caused by the occluded artery." The patient died shortly after the procedure. No other information was provided.

Event description:
The patient was symptomatic for an occluded basilar artery. The angioplasty and stenting of the basilar occlusion had an excellent angiographic result within the basilar artery, restoring antegrade flow. The procedure was complicated by difficult access of the basilar artery via a tortuous cervical left vertebral artery, with an iatrogenic dissection requiring stent placement at the end of the procedure. The physician stated "the dissection was not related to the balloon or the stent. They physician said the patient had a great angiographic outcome and felt the dissection was caused by the occluded artery." The patient failed to wake from the general anesthesia with no spontaneous respiration and remained intubated when sent to the intensive care unit. The patient continued to show signs of a brain stem stroke with quadriplegia, abnormal ocular movements, labile blood pressure and heart rate and no spontaneous respirations. A CT scan showed evidence of a brain stem ischemic event. The ischemic insult to the brain was severe and appeared to represent a global insult rather than an embolic/perforator event. The likely etiology was prolonged ischemia during catheterization of the left vertebral artery and/or dissection of the cervical vertebral artery. The adverse event is unlikely directly related to the stent placed in the basilar artery. The patient's family chose to withdraw care based on the prognosis and the patient expired.